Event description:
According to the available information, the end user received a couple samples of speedicath and after using them, he was bleeding and had to be admitted to the hospital. No further information is available at this time.